Event description:
A malfunction alarm was reported, prompting concerns over potential issues. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the pump, which resolved the malfunction, allowing continued use of the device without recurrence. Further instructions were given to contact support if the issue reappeared.